Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was implanted successfully. Later that day, the patient went into ventricular tachycardia (vt) / ventricular fibrillation (vf) and received many shocks from the device. The patient then went into a vt storm due to their current state of heart failure. One day post-implant, a local distributor representative was contacted to interrogate the device while the patient was in the intensive care unit (ICU) and it was reported that the device was working properly. However, by later that evening, the patient had not recovered. The patient's family requested no further resuscitation efforts be performed, and the patient passed away. The device was not explanted post-mortem.